Event description:
Tip of the trident come off during surgery on a shoulder arthroscopy. Tip was retrieved with no injury to the pt.

Manufacturer narrative:
Add'l info: uf/importer report #:(B)(6) received from FDA on (B)(6) 2006. Investigation finding: to date no product has been returned to conmed linvatec for investigation. A review of history for this lot number shows no other events. A review of history for this catalog number shows similar reports with this failure mode. Investigation of previous returns indicate that this type of damage can occur when torsional force is applied during use or if the device comes in contact with another object/instrument during use.